Manufacturer narrative:
Performed visual inspection on returned meter and no issues were observed. Meter did not power on with button depression or with insertion of retain test strips. Meter was de-cased and a visual inspection on the circuit board was performed. A burn mark was observed. This likely caused the power to the meter to be interrupted. Extended investigation was performed and when the meter was powered on a ¿er4¿ message was displayed. The meter then beeped repeatedly every two seconds. Using a serial terminal, these beeps were shown to be power on reset errors. Measurement of the crystal's frequency showed a normal sine wave. The meter's cpu solder joints were reheated, but the meter continued to fail. The root cause of the power on reset errors is unknown. The returned meter was manufactured on 03 march 2009; therefore, it is operating beyond the specifications for service life, 5 years, plus shelf life, 18 months. Extended investigation was unable to determine the root cause for this complaint. However, it was determined that this device was used outside its service life and thus worked as intended for its service life. This complaint is not confirmed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.